Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose was impacted; however, the customer, was not willing to provide specifics.